Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. Reportedly, there was not a continuous glucose monitor session started on the pump. A new sensor session was successfully started on the pump. Additional information was not provided, and the customer declined troubleshooting with tandem technical support.